Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the device was leaking an unknown substance. An internal component seal failure was found upon disassembly. The device was repaired and returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. There was no patient involvement; no patient impact.